Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26jun2020.

Event description:
It was reported there was a black screen upon start up. There was no patient involvement. The customer decided not to pursue repair and so the device was not evaluated.